Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the direct surgical access to support the 68 year old male patient who had been admitted in for an off-pump coronary artery bypass (opcab), and had presented in scai stage e at the pump insertion. Underlying medical history was not shared, beyond the known coronary artery disease and diabetes. The patient had signs of hemolysis on the day of implant. The urine output was >30 ml/hr and was red in color. The labs also were seen to have risen from 214 to 271 iu/l. The team troubleshot by reduction in the pump p-level. At p-level of 5 the the flows are 3.1 l/min. The echo imaging was performed, but as postoperative the imaging was not the most diagnostic view. The concerns for hemolysis persist and the p-level is being kept lower per physician request due to the suspicion of hemolysis. No further intervention has been shared to date. Hemolysis may occur in the setting of purge-related anticoagulation requirements, the patient is additionally on plavix, and may be influenced by patient-specific factors.

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year.

Event description:
Additional information was received that reported the patient survived the procedure.

Manufacturer narrative:
B5: added updated clinical review. H6: per a review of the complaint file, omitted code e0303 and added code e1302.

Event description:
In further communication the hemolysis was not confirmed by any hemolyzed labs in the medical center. The hematuria was observed. After 9 days the pump was successfully weaned and explanted. The patient survived.